Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jan-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.1 failed to open. A field service engineer inspected the pyxis cable, retractor band cable, and row board cable. The row board cable and pyxis cable were replaced due to visible damage. All cubbies were removed, and debris was cleaned from the row boards. However, the drawer was still not detected on the bus. The solenoid felt slightly warm to the touch, but there was no visible discoloration. It was observed that the solenoid remained energized. To address this, the solenoid and drawer controller were replaced. After replacement, the solenoid no longer stayed energized. An attempt was made to configure the drawer, but the application did not allow the configuration to proceed. The module controller was then replaced, after which the drawer was successfully configured. Diagnostics were used to verify that the drawer functioned properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure and not detected on bus the customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.